Event description:
Product analysis was completed on the suspect device. There was no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient reported feeling electric shocks at her generator site. The patient just recently underwent a generator replacement on (B)(6) 2026 and the physician noted that the area was still healing. The patient's settings were adjusted but the patient reports still feeling the same. The patient's mom later reported that the electric shocks are causing her distress and she is in so much pain that she can't breathe. Recently the patient experienced a shock that caused her to fall and hit her head. The patient had a seizure, loss consciousness and had to get IV at the hospital and woke up incoherent. It was also reported that even with the device turned of the patient still experiences the shocks. The patient has since been scheduled to undergo a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.